Manufacturer narrative:
A medtronic representative, following up with the site, reported that patient weight was estimated to be (B)(6) lbs. "The patient was over (B)(6)lbs but less than (B)(6) lbs."

Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement 5.5/6.0 driver shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative received a report that while in a l4-5 spine procedure, their solera 5.5/6.0 driver was broken. The instrument was being used to implant a pedicle screw. During screw implantation, the tip of the driver sheered off. It was confirmed no fragment remained in the patient. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.